Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.